Manufacturer narrative:
Surgical intervention; rectal obstruction occurred. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a vaginal posterior wall repair procedure on unknown date and the mesh was implanted over the posterior vaginal wall/the entire length of rectocele and was fixed to the sacrospinous ligaments on both sides. The vaginal wall was closed over the mesh without any removal of vaginal tissue. The patient initially had an uneventful recovery but was later readmitted nine days after surgery for severe constipation. Rectal examination revealed no evidence of rectal obstruction. The patient was treated with laxatives, had several bowel movements of watery thin stools, and was discharged with laxatives. After discharge, the patient kept complaining of extremely difficult bowel movements only possible after high doses of laxatives and producing only watery stool. A new dynamic MRI revealed a clear rectal obstruction and a re-operation to release the stenosis was planned. During the vaginal procedure, the posterior vaginal wall was reopened and the mesh was split in the middle over the entire length. The mesh was not being removed. The patient resumed her normal bowel movement pattern without any complaints. The posterior wall prolapse had not recurred at six months after the re-intervention. The doctor opined that the obstruction was due to the fixation of the mesh with irresolvable suture material to the sacrospinous ligaments acting as a hinge on which the bowel folded. Additional information has been requested.